Manufacturer narrative:
The account isolated the issue to a sticking sw1 switch. He tapped on the switch and the trend function worked.

Event description:
Info received indicates the trend and reverse trend functions are not working.